Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer was hospitalized due to high blood glucose. They stated the insulin pump stopped working and blood glucose went high. The customer had a new infusion set and it delivered insulin. The symptoms customer encountered were vomiting and pain in lower chest. The customer's blood glucose was 500mg/dl. Paramedics were contacted and customer was transported to hospital. The customer is currently still hospitalized and treating with insulin pump. Customer's mother stated they do not have a backup plan. Customer stated insulin exited at the quick release and found no leaks. The cannula was found bent. Explained bent cannula may interfere with the amount of insulin delivered. Advised customer to change entire set, reservoir and insulin; follow doctor's instruction.